Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 846830) for female sterilization. The patient had a medical history of ovarian cyst, chronic acalculous cholecystitis, type 2 diabetes mellitus, high grade squamous intraepithelial lesion, hypothyroidism, iron deficiency anemia, heavy periods, menorrhagia, dysmenorrhea, obesity, parity 1 and gravida ii. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2342 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic assisted hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: in previous follow up date of essure insertion was mentioned as (B)(6) 2011 and removal date is mentioned as 01 jan 2020 but in latest follow up essure insertion date mentioned as (B)(6) 2011 (discrepancy noted as per mr) and essure removal date as : (B)(6) 2018 (discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.25 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: hysterosalpingograms. Reason for examination: post essure, check for tube occulsion. Contrast material was instilled and there was no spillage from the tubes consistent with tube occlusion. Balloon was deflated and catheter removed. The patient tolerated the procedure well without complication. Impression: fluoroscopically-guided hysterosalpingogram without complication. No contrast extends past the essure devices consistent with tubal occlusion. [Pathology test] on (B)(6) 2018: final diagnosis: cervix, uterus, fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: uterus. I. Proliferative endometrium negative for malignancy. Ii. Adenomyosis. Cervix with cervicitis and foreign body giant cell reaction, negative for residual dysplasia. Fallopian tubes with benign paratubal cysts. Comment: the entire cervix was submitted for microscopic evaluation and found to be negative for residual dysplasia. Tissue submitted: uterus, cervix, bilateral fallopian tubes. Procedure: robotic total laparoscopic hysterectomy with bilateral salpingectomy clinical information: menorrhagia, dysmenorrhea, prior essure, high grade squamous intraepithelial lesion. Gross description: the left fallopian tube measures 6.0 x 0.5 cm in diameter. There is a coiled metallic wire that extends from the cornu of uterus, up to 2 cm into the left fallopian tube. The serosal surface is smooth and tan. Unremarkable fimbria are present. The right fallopian tube measures 5.5 x 0.5 cm in diameter. There is a coiled metallic wire that extends from the distal end of the right fallopian tube into the right cornu of uterus. The serosal surface is tan with a few adhesions. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters,medical history,lab data,patient information,indication,lot no.non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 846830) for female sterilisation. The patient had a medical history of ovarian cyst, chronic acalculous cholecystitis, type 2 diabetes mellitus, high grade squamous intraepithelial lesion, hypothyroidism, iron deficiency anemia, heavy periods, menorrhagia, dysmenorrhea, obesity, parity 1 and gravida ii. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, 2342 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total laparoscopic assisted hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted- in previous follow up date of essure insertion was mentioned as (B)(6) 2011 and removal date is mentioned as (B)(6) 2020 but in latest follow up essure insertion date mentioned as (B)(6) 2011 (discrepancy noted as per mr) and essure removal date as : (B)(6) 2018 (discrepancy noted as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.25 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: hysterosalpingograms reason for examination: post essure, check for tube occulsion contrast material was instilled and there was no spillage from the tubes consistent with tube occlusion. Balloon was deflated and catheter removed. The patient tolerated the procedure well without complication. Impression fluoroscopically-guided hysterosalpingogram without complication. No contrast extends past the essure devices consistent with tubal occlusion. [Pathology test] on (B)(6) 2018: final diagnosis: cervix, uterus, fallopian tubes, laparoscopic hysterectomy and bilateral salpingectomy: - uterus. I. Proliferative endometrium negative for malignancy. Ii. Adenomyosis. - cervix with cervicitis and foreign body giant cell reaction, negative for residual dysplasia. - fallopian tubes with benign paratubal cysts. Comment: the entire cervix was submitted for microscopic evaluation and found to be negative for residual dysplasia. Tissue submitted: uterus, cervix, bilateral fallopian tubes. Procedure: robotic total laparoscopic hysterectomy with bilateral salpingectomy clinical information: menorrhagia, dysmenorrhea, prior essure, high grade squamous intraepithelial lesion. Gross description: the left fallopian tube measures 6.0 x 0.5 cm in diameter. There is a coiled metallic wire that extends from the cornu of uterus, up to 2 cm into the left fallopian tube. The serosal surface is smooth and tan. Unremarkable fimbria are present. The right fallopian tube measures 5.5 x 0.5 cm in diameter. There is a coiled metallic wire that extends from the distal end of the right fallopian tube into the right cornu of uterus. The serosal surface is tan with a few adhesions. Lot number: 846830 manufacture date: (B)(6) 2011 expiration date:2014-03-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.